Event description:
The manufacturer received information alleging an issue related to an assy for elegance plug device with allegation of device is smoking and sparking. There was no report of patient harm or injury. The device was returned to the philips investigation laboratory for evaluation. During the device evaluation pil visually inspected the innospire essence for obvious defects and found dust, dirt, debris, and missing npc filter. Pil introduced ac to the device with no signs of smoke or sparks. Pil did observe device sounds louder than usual and has a perfumed scent from exhaust fan. Pil broke device down taking pictures throughout device. The motor does spin freely. Throughout the inside of the device including motor and pump appear to have dust, dirt, debris, stuck to them. Over time, with the npc inlet filter missing dust, dirt, debris, has been sucked inside the pump preventing it from working correctly. Additionally, pil was unable to duplicate the thermal event described. Device ran for 5 minutes without overheating, smoke, or sparks. Pil left device switch in the off position while plugged into ac power for an additional 5 minutes without overheating, smoke, or sparks. The innospire essence was kept for possible further investigation within engineering per sqe. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.